Manufacturer narrative:
The pump passed the sleep current measurement test, self test and displacement test. No unexpected power loss alarm, battery out limit alarm or failed battery test alarm was noted during testing or in the download history. The pump was programmed and monitored for three days and no blank display was noted. The pump had a scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had turned off due to power error and battery out limit. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated battery out more than 10 minutes. The customer extremely dissatisfied. The customer was advised that we will send a new insulin pump.